Event description:
It was reported when the nasal cannula kit was opened, it was noted that one of the double cannula tubes was detached from the joint connector (hose adaptor). A new kit was used.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Should additional info become available, a follow-up report will be submitted.